Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400f g2x vena cava filter allegedly experienced filter migration, tilt and perforation . These reports were received from various sources. Both malfunctions involved patients with no patient consequences. Both were male patients, age is ranged from 36 to 73 years and one patient's (B)(6), the other patient's weight was not provided.